Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that both pacing lead impedance and threshold had increased. T-wave oversensing was captured on a nonsustained rv oversensing episode as well. Programming changes were made and although it was suspected that the lead had dislodged, no further actions were taken at that time. A lead revision was done at a later time and the lead was explanted due to previous noise history. The patient was asymptomatic before and after the procedure.